Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device found to be in backup vvi mode via a merlin.net transmission. A device restoration and hv cyber security upgrade were performed successfully. Patient was stable throughout the event.